Event description:
It was reported that during a da vinci-assisted donor hepatectomy, the tip of the harmonic ace instrument broke, and a fragment fell inside the patient. The fragment was retrieved during the same procedure. The instrument was inspected before use, and no unusual observations were noted. At this time, the cause of the breakage is unknown. The procedure was completed as planned with no adverse impact on the patient. The patient did not require a prolonged hospital stay.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace curved shears instrument was analyzed and found to have the curved blade broken at the tip of the blade. A piece approximately 0.438" x 0.085" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue. The probable root cause is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in indentations or cracks, which then result in broken blades). Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.